Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100586335. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100649125. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary incontinence and urethra rupture was also noted and confirmed via microscopic examination. A surgical procedure was performed, and all components were explanted and replaced. No additional patient complications were reported.